Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the call that the customer experienced hypoglycemia. The customer blood glucose level was 47 mg/dl at the time of incident. The customer was declined troubleshooting for low blood glucose. Customer states that they perform test on the transmitter and test was passed. Customer states that they treated with sugar intake. The customer was advised that the device needed to be replaced. The insulin pump will be returned for analysis.